Event description:
It was reported that the pump touch screen was unresponsive. Customer experienced an elevated blood glucose (bg) level of 515 mg/dl. Customer required assistance addressing bg level with manual insulin injections, carbohydrates and fluids. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy.